Event description:
Dealer called stating that he received a pair of foot rests for his stock that allegedly will not lock into place. Replacement part on warranty (B)(4).

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model t93hc, serial number/date code and age of product are unknown. The dealer called stating that the pair of t93hc foot rests that she received for her stock allegedly would not lock into place. These foot rests were not intended for a specific consumer. The product was replaced on a warranty order.